Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup by hospital personnel, the cs100 intra-aortic balloon pump (iabp) unit's caster wheel is broken. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions). Getinge field service engineer (fse) waiting for the purchase order of the spare part from customer. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g1, g3, g6, h2, h11. Corrected fields: g4. Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Therefore, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.